Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per (B)(6) the end user stated that he was going forward into the kitchen and when he arrived at his preferred destination in the kitchen he let go of the joystick. Per (B)(6) end user states suddenly the chair just took off backwards throwing the consumer out of the chair onto the floor hitting his wrist and foot resulting in minor pain. Per (B)(6) end user stated the chair continued moving backwards running into a coffee table and fireplace before coming to a stop.